Manufacturer narrative:
Methods: no info to date. Results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time. The device is reusable, however, we do not know whether the problem was discovered in use. Add'l lot number is 051018.

Event description:
A hosp in a foreign country reported that the plastic part of the 900mr145 infant y-piece was damaged and broken. According to the hosp, the cleaning of the 900mr145 intant y-piece at 75 degrees celsius and subsequent sterilization, at 55 degrees celsius using ethylene oxide gas sterilizing could have been a contributory cause.